Manufacturer narrative:
H6-clinical code 4581: angle closure, reduced endothelial cell count. Claim# (B)(4).

Event description:
A clinical presentation titled 'adopting phakic iols to correct myopia' reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, angle closure, reduced endothelial cell count. Medication was used. No further information has been provided. If additional information is received, a supplemental medwatch report will be submitted.